Event description:
A patient had a huber needle placed for a 48 hour infusion of 5-fu (fluoricil). The patient went home. After the 48 hour period the patient went in to have the port needle removed, rn noted that there was a white powder noted on the patient's skin. Clinician unable to estimate the amount of drug lost or how much fluid was lost. In 2005 - it was reported by a technician from the facility to manufacturer representative that the patient was seen and there were red bumps where the dressing was located. Otherwise the patient seemed fine.